Manufacturer narrative:
On may 18, 2024, it was reported by the clinic staff to sciton clinical specialist that the patient was treated with an overlap of about 50%, which may have caused a blister during hair removal treatment of very thick beard. It was also reported that the patient did not receive any cooling or prophylactic steroid application after the treatment, and the aftercare was insufficient. The sciton clinical specialist re-iterated the proper treatment techniques and parameters to the clinic and provided advanced training to the physicians on may 7, 2024.

Event description:
Patient information: sex: male, age: 40's, nationality: japanese, skin type: IV, first time beard removal (no prior cosmetic procedures), treatment area: philtrum, mode: forever bare. Treatment details: the nurse performed the treatment under doctor's direction. It was reported that on (B)(6) 2024, the patient, a first-time facial hair removal client with no prior cosmetic treatment experience, underwent the facial hair removal procedure. Although the patient's facial hair was thoroughly shaved, it remained quite dense. The following settings were used: mode: static, skin type: IV, hair color: black, hair thickness: coarsest, hair density: highest, adapter: 15×15, filter: 640nm (as recommended on-screen), energy: 12 j/cm², pulse duration: 25 msec, temperature: 10 degrees, passes: 1, overlap: approximately 50%, the patient experienced pain during the procedure, but had no immediate post-treatment skin problems. Post-treatment follow-up: three days post-treatment, the patient reported blistering in one area of the philtrum. Betamethasone valerate was initiated, and the blister has since disappeared and is healing well.